Event description:
It was reported that during an interventional procedure, the balance middleweight (bmw) wire and non-abbott guiding catheter were advanced to the lesion as one unit. Once at the lesion, there was resistance felt. Reportedly, some pulling and pushing were needed to advance the two devices further. The two devices became stuck together and could not be separated causing the need to remove the two devices as one unit without difficulty. The procedure was completed successfully with another non-abbott guiding catheter and a new non-abbott guide wire without difficulties. There was no adverse patient sequela or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the warnings for use section of the hi-torque balance middleweight universal ii guide wire instructions for use states: do not push, auger, withdraw or torque if the tip is not maneuverable, or it becomes entrapped within the vasculature and this device meets resistance. Determine the cause of resistance and take appropriate remedial action. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Guide cath: 6f axess spb 3.75. Used against resistance with advancement. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.